Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted a loop of bowel densely adhered to the previously placed mesh, which necessitated a small bowel resection and explantation of the mesh. It was reported that the patient experienced severe pain and chronic inflammation. No additional information was provided.